Manufacturer narrative:
Insulin pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
Customer reported via phone call that the reservoir compartment was damaged. The customer¿s blood glucose 148 mg/dl at the time of the incident. Customer reports that reservoir compartment has a missing piece however, reservoir still locks in place. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. The insulin pump will be returned for analysis.